Event description:
In 2000, pt underwent open biopsy, allograft bone grafting for r. Calcaneus. Twenty six days later, pt returned to hosp to or for I&d (irrigation & debridement); implant antibiotic bone gel. Hypothesis: bone graft putty and bone graft cement are reacting, causing product to break down and become bacterially contaminated.